Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device was suspected exhibiting an early battery depletion. The device showed one year remaining with increase in power consumption noted. Data analysis determined that the device exhibited premature depletion. Also, analysis confirmed that the power consumption has been increasing and is expected to continue to increase. Device replacement or have the battery status re-evaluated in 90 days was suggested. To date, no information provided for the intervention done and the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device was suspected exhibiting an early battery depletion. The device showed one year remaining with increase in power consumption noted. Data analysis determined that the device exhibited premature depletion. Also, analysis confirmed that the power consumption has been increasing and is expected to continue to increase. Device replacement or have the battery status re-evaluated in 90 days was suggested. To date, no information provided for the intervention done and the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device was suspected exhibiting an early battery depletion. The device showed one year remaining with increase in power consumption noted. Data analysis determined that the device exhibited premature depletion. Also, analysis confirmed that the power consumption has been increasing and is expected to continue to increase. Device replacement or have the battery status re-evaluated in 90 days was suggested. To date, no information provided for the intervention done and the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to d6b: explant date. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion (pbd) which was due to high hydrogen induced leaky capacitors. Testing found that the device is drawing high current.

Event description:
It was reported that this device was suspected exhibiting an early battery depletion. The device showed one year remaining with increase in power consumption noted. Data analysis determined that the device exhibited premature depletion. Also, analysis confirmed that the power consumption has been increasing and is expected to continue to increase. Device replacement or have the battery status re-evaluated in 90 days was suggested. To date, no information provided for the intervention done and the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to d6b: explant date.